Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data points were missing from the continuous glucose monitor (cgm) graph and a cgm error 42 occurred. The pump was reset, and reportedly, the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.